Event description:
This is report 2 of 4. This is a report of peritonitis and ischemic ulcerative colitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced abdominal pain and constipation and was hospitalized for the events. On an unreported date, while hospitalized, the patient was diagnosed with peritonitis and ischemic ulcerative colitis. The cause of the peritonitis and ischemic ulcerative colitis was not reported. The patient was discharged from the hospital. The patient began treatment with flagyl (500 mg, three times a day for 7 days, route not reported) and ceftazidime (1 g, ip, for 8 days, frequency not reported). The patient was recovering from this peritonitis event. The outcome of the chemic ulcerative colitis was not reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.